Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis was unable to confirm the reported event. No electrical anomalies were observed. The upper and lower cases and one side bail cover were found to be broke.

Event description:
It was reported the device stopped working while on a patient. The patient had third degree heart block and passed out, causing a code. The epg (external pulse generator) was replaced with another device, and the patient was reportedly fine. The device passed all tests, according to the biomedical engineer. The battery voltage was reportedly 9.01v. No further patient complications have been reported as a result of this event.